Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis andfurther information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call post reset ram crc error alarm, low battery alert, replace battery now and power loss alarm. Customer¿s blood glucose level was unknown. Troubleshooting for the alarms were performed. Customer advised they replaced the battery on the device frequently and they would drain quickly. Customer did not receive a lot battery alert prior to the replace battery now alarm. Customer received replace battery now for the second time. Troubleshooting was unable to resolve the issues. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The battery was removed from pump and monitored for 10 minutes. Unit power up properly after insertion of the battery and no pump error was noted. However, power graph analysis confirmed low battery alarms, replace battery now, power loss and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with damage serial number label. Unit received with minor scratched display window, case and keypad overlay.